Event description:
The customer claimed an increase in pressure injuries for numerous of patients during usage of the auralis systems with skin iq. On (B)(6) 2024, arjo became aware of the information that two patients sustained serious pressure sore during usage the auralis system. One of two patients (assessed in the complaint with our internal reference number (B)(4) sustained 2 pressure injuries (left ischium and left lateral thigh both deep tissue injuries or dti's) and second patient sustained 3 pressure injuries (with our internal reference number (B)(4) upper occipital non-stageable, lower occipital dti, left ischial stage IV) the facility was contacted to adress the issue. Additional training was provided on how to adjust the pump settings for the patient's comfort. The system was swapped. No system malfunction was found.